Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode of high frequency noise and oversensing in conjunction with low amplitude signals were found stored to this device. A request was made for analysis of device data that is currently pending review by boston scientific technical services (ts). Review of device data noted a single episode stored to the device that appeared consistent with electromagnetic interference (emi) that resulted in oversensing and pacing inhibition greater than 4 seconds. All electrical measurements were stable and within range. Recommendations for additional testing were provided. Information was later received indicating the patient experienced at least one syncopal episode. Upon interrogation of the device evidence of minute ventilation (mv) sensor oversensing was observed. An automatic change in configuration from bipolar to unipolar sensing was also noted due o high out-of-range rv pace impedance measurements. The mv sensor was programmed off and device left in unipolar configuration. The physician elected not to revise the system and continue monitoring the patient. No additional adverse patient effects were reported.